Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with infusion set as it was deployed at wrong angle on (B)(6) 2024. No further information available.